Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During this analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this patient has had multiple lead revisions. When the patient was recently seen in the physician's office, there was no capture in the atrium in bipolar at max outputs. Unipolar configuration had intermittent capture at max outputs. The physician decided to program the device to vdd mode and not do any further lead revisions. No adverse patient effects were reported. Additional information was received indicating both the ra and rv leads were explanted. The atrial port was plugged and an epicardial rv lead was placed. It was noted that the patient had previous endocardial lead revisions due to dislodgement issues. No adverse patient effects were reported.